Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received instructions to wait 20 minutes after the pump came out of storage mode before starting a sensor session. Technical support provided a complete pump reset, and after the reset, the error code did not appear again.